Event description:
Rptr has had extreme sensitivity to chemicals for about 10 yrs. She also experiences headaches and nausea whenever working in a facility (nursing home or mental hlth svc) due to use of germicides and pesticides. On 10/92 she developed flu symptoms, congestion, nausea, vomiting, headache, diarrhea, cough, sore throats, continued to feel sick missing work and school. Diagnosed with pneumonia 2/93. Symptoms improved after april. Rptr reduced her level of activity believing there was a leak and that movement or lying on her stomach was pushing silicone out into her system. Rptr consulted two drs who disagreed with her. Rptr insisted on explantation anyway. Implants were removed and replaced with saline implants with a textured surface. Her symptoms improved immediately. However, soreness in various joints and connective tissue has continued intermittently. Rptr is still unable to work full time and has no health insurance.